Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implantation that the shunt was suspected to be clogged. The shunt was removed. Additional information has been requested.